Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the battery cap was unable to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/05/2015 with the following findings: the battery cap was returned in multiple pieces and could not secure properly to the battery compartment. No damage was found to the battery compartment. A test battery cap was able to properly secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.